Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent damage or device damaged by another device from this lot. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex coronary artery that had existing thrombus, was mildly tortuous, mildly calcified, 90% stenosed, a vessel diameter of 3.5 mm and a lesion length of 15 mm. The 2.75x15 mm xience xpedition was deployed at 14 atmospheres by direct stenting and post-dilatation was not performed. Post procedural intravascular ultrasound (ivus) was performed. Two hours post procedure, the patient complained of chest pain, and thrombosis was confirmed via coronary angiogram (cag). Thrombosis was observed in the entire length of the stent. Additionally, it was stated that the diameter and length of the stent may not have been large enough for the size and length of the vessel. Thrombus aspiration was performed, after which an ivus catheter was advanced, but failed to cross. A 2.0 mm balloon was advanced and inflated after which a 2.75 mm balloon was advanced and inflated. An ivus catheter was advanced, but failed to cross. At this stage, it was suspected that the guide wire (gw) had been placed between the outer surface of the deployed stent and the vessel wall. The guide wire was retracted and re-inserted into the implanted stent and the inner diameter (ID) of the deployed stent was dilated with the 2.75 mm balloon; however, due to the stent being crushed by the inflations of the balloons with the guide wire placed between the stent and the vessel wall, the blood flow did not improve. The procedure was aborted and a wait-and-see approach was taken. The patient is still in the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4) - no pre-dilatation. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.